Manufacturer narrative:
The pump has been returned and evaluated by product analysis on jan 02, 2018 with the following findings:  during investigation, the battery compartment was found to be cracked at the threads on the side of the pump and below the grip pad. The returned battery cap was able to properly able to secure to the pump. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked/damaged battery compartment. This report is made based on results of investigation completed on (B)(6) 2018.